Manufacturer narrative:
The reported events of gel stent blockage, fibrosis, and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported they recently removed a xen®45 gts that had been in for 1 week. The xen had severely fibrosed and was not filtering - it was also curled. The patient subsequently had a tube inserted and now has pressure within normal range.